Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date there was an inaccurate delivery issue with the pump and the patient had blood glucose reading of 401 mg/dl with symptom of dehydration and nausea. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. It was determined that the time and date was correctly set. Review of basal deliveries indicated that they were correct and as programmed. Bolus total in history matched the manually calculated bolus total. An air bolus was performed and it was revealed that the bolus was not correctly recorded in the bolus history. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history setting issue was not duplicated in the evaluation. Review of the black box data found that the last bolus was delivered a day after the complaint date. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up and functioned properly. The pump¿s delivery accuracy was within specifications. An audio bolus and a normal bolus was executed and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any interruption or alarms.